Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. A manual test was performed and passed as sound was heard from the speaker. A global communication tool software test was performed and passed as audio tone was heard at normal volume. The complaint confirmation of the receiver having intermittent audio output could not be determined as all tests could not be performed. A probable cause could not be determined.